Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device evaluated by manufacturer? No product return.

Event description:
It was reported that the infusion device shut down without providing a warning or error message. The patient tried different service pack battery with success, the infusion device run normally again.